Event description:
Software version 7.20 equivalence to version 4.10 and 1.51. Feature significant overcorrection at 2.5 mm ablation diameter. This was intended to correct for central islands. Because central islands are not present in a majority of cases, this software has lead to significant overcorrections.